Manufacturer narrative:
(B)(4). This is a report of use error, where the twist clamp of the transfer set was left open during disconnection from the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting from the cycler. It guides the user to close the transfer set prior to disconnecting from the patient line. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines to reduce the possibility of infection. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid leaked out of the transfer set due to the transfer set twist clamp not being closed during disconnection from the patient line. This was noted during fill four of four of peritoneal dialysis on a homechoice device. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with them. There was no patient injury or medical intervention reported. No additional information is available.